Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair, when they were trying to make a space in the abdominal wall, the balloon did not inflate. They had to open a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the dissector balloon and insufflation bulb were only received. The circular seal for the dissector balloon was cut. A functional evaluation found that using a test syringe the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.